Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer¿s spouse reported via phone call high blood glucose levels and air bubbles anomaly inside the reservoir. Customer¿s blood glucose level was 500 mg/dl. Customer treated their high blood glucose levels via manual injection. Troubleshooting was performed. Customer advised they had air bubbles inside of their reservoir and they were an inch and half in size. Customer removed the reservoir and there were no leaks. Customer was advised to change out their entire infusion set, reservoir, insulin and treat their high blood glucose per healthcare provider¿s instructions. The reservoir will not be returned for analysis.